Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home (hp) device experienced air in the patient line without an alarm while using homechoice (hc) machine. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The hp was connected at the time of the event. The hp reported air bubbles in the patient line but could not identify any obvious issues with the supplies that would cause or contribute to the air. The technical services representative (tsr) assisted the patient to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.